Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that review of a remote transmission showed additional far field r-wave (ffrw) oversensing was observed, leading to false detections of supra ventricular tachycardia (svt)/atrial flutter during ventricular tachycardia (vt). The transmission also showed the implantable cardioverter defibrillator (ICD) detected multiple episodes of ventricular tachycardia (vt) in the monitor zone, however it was suspected that the rhythm may have been an svt. The patient later presented to the emergency department after receiving therapy. An interrogation showed therapies were delivered for episodes detected in the vt-zone, however is was suspected that therapies were initially inappropriately withheld for svt as well as due to ffrw oversensing. The ICD and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.